Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ped's father called to inquire about issues with the pump, as his son has been on the product for six days and has never experienced glucose levels changing this rapidly or reaching this level previously. The pwd had been using ilet for approximately 22 months prior to transitioning to twiist. The father reported attempts to manage the issue by administering a bolus via the pump, changing the infusion site, administering another pump bolus, and subsequently giving fiasp via subcutaneous injection. The pwd had been using fiasp until this week and has since transitioned to novolog. Education was provided regarding the action times of different insulins. The father was encouraged to contact the pwd¿s endocrinologist to discuss a plan for resuming pump therapy, particularly after the father expressed concerns about how to compensate for the listed active insulin that did not appear to have been delivered to the pwd. The father stated that the pwd likely experienced a bent cannula, noting that the blood glucose rise began shortly after the pwd took a shower. Replacements were processed. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient is a 11-year-old, non-hispanic male and weighing 78 lbs.